Event description:
A customer reported a malfunction on their pump, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and a replacement pump with updated software was arranged. Instructions for putting the malfunctioning pump in storage mode and returning it were provided, along with confirmation of the shipping details for the replacement pump. The customer was informed that the replacement would be shipped and received shortly.